Event description:
It was reported that during a spinal fusion procedure, the peek implant broke during secondary impaction. Ninety five percent of the implant was removed from the pt. A small amount of the implant could not be retrieved due to its anterior position. The implant was replaced with a different implant and there were no other complications reported.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.